Event description:
The customer reported approximately two milliliters of clear diluent leaked outside the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak originated from the needle area. The fse noted during a sample analysis, the needle bellows drained slowly and pinch valve pv21 was slow to open and close. The fse cleaned the vacuum restrictor line and replaced the actuator for pinch valve pv21 and noted it functioned properly. The fse cleaned the tube forward sensor area and realigned the tube forward sensor. The fse also cleaned the vacuum line and vacuum trap. System test and sensor test were successfully completed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).